Event description:
The clinician reported difficulty when trying to insert the needle. During insertion, the hub cracks which causes air to be aspirated instead of blood, making it impossible to know if it is positioned in the vein. The clinician opened and unsuccessfully tried six different sets. As a result, access was lost to both the right jugular and subclavian veins. Surgical intervention was at that point needed to successfully catheterize the patient in the left jugular.

Manufacturer narrative:
The sample will not be returned to the manufacturer for evaluation. A follow-up report will be filed if more information becomes available.